Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t8-t10 to treat a compression fracture at t11. It was reported that it was found post-operatively that the screws were implanted at the improper levels (t7, t8, t9). It was also found post-op that the screw implanted at t8 perforated the vertebral body. No revision is being considered, no patient complications were reported.